Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported that during use with the bd vacutainer® urine analysis preservative tube, an unspecified number of tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
The previous MFR report #1917413-2024-00331 was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this MDR should be considered canceled.

Event description:
It was reported that during use with the bd vacutainer® urine analysis preservative tube, an unspecified number of tubes underfilled. There was no report of patient impact.